Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable investigation result of balloon pinhole. Block h11: investigation results: the returned cre pulmonary dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon, located approximately at 15 mm from the tip of the device, which leads to the reported failure to inflate. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 15 mm from the tip of the device causing the balloon not to inflate. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
Note: this report pertains to one of two cre pulmonary dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, the balloon was inserted up to the stenosis part and inflated once. However, it could not be inflated during the second attempt. The procedure was performed again using another device from the same lot number; however, the same problem occurred, and inflation was not possible. The procedure was completed with the third cre pulmonary dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation finding of a balloon pinhole. Please see block h11 for full investigation details.